Event description:
Family reports that when the lift (capella 201) would not lower the pt, the family called 911. Fire fighters arrived on the premises and lifted the pt from the sling onto the bed. The pt was not harmed or injured. Family has continued to use the lift without issue following above reported incident.

Manufacturer narrative:
This type of lift malfunction will be monitored by manufacturer.